Manufacturer narrative:
The return of the device has been requested. It is unknown if the device is still available. No lot number was available to conduct a review of the lot history records. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional info be received, follow-up report will be filed. No other complaints have been recorded to date for this lot number.

Event description:
A hospital reported that they pulled a 112 from inventory that had only the funnel and 1 inch of the catheter in the sleeve before it was cut off and the package was sealed.